Event description:
This report is vague and has not been corroborated by the reporting parties. A terminal pt has been reported to have expired while using this pump. The other reporter mentioned that the pt was fine until the rn "played" with the pump. The pt had been on the pump for some time. No other info has been provided.